Manufacturer narrative:
Concomitant medical products: 439888 lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient expressed concern that there was a problem with the device. The patient was referred to their physician and the device remains in use. No patient complications have been reported as a result of this event.